Event description:
It was reported that this insertable cardiac monitor (icm) presented noise. Later, it was discovered that the insertable cardiac monitor (icm) was sticking out of the patient's body. The icm was explanted. No new icm was implanted. The original icm will not be returned as it was retained by the hospital. No additional adverse patient effects were reported.